Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accu tni results generated by the unicel dxi 800 access immunoassay system for several patients. Customer tested 5 patient samples for accu tni and obtained results in the range of 0.017 - 0.45ng/ml and when repeated on a different instrument, the results were in the range 0.001-0.017ng/ml. The erroneous results were reported out of the laboratory and corrected reports were issued. It is unknown whether there was a change to patient treatment attributed or connected with this event.

Manufacturer narrative:
No sample information has been provided. Qc had been in range prior to event. No system check data was provided. A field service engineer (fse) was dispatched and found that diagnostic testing failed. Root cause was traced to failure of the peristaltic pump mod that had been performed in july 2008. Peristaltic pump was replaced. All hardware verification testing passed. Although all the results were within the risk stratification range, upon recur the hardware issue may have affected other assays or caused the accu tni results to be elevated above the risk stratification range and treatment decision may be affected. Hardware issues may have contributed to this event, however, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.